Event description:
The site reported the following: a jetstream xc 2.1 atherectomy set was being used to treat a proximal superficial femoral artery with plaque and little calcification. The site reported that the physician kinked the guidewire and then advanced the jetstream over the kinked area of the guidewire, which caused the device to stick on the guidewire. The device was removed from the pt with no adverse effects.

Manufacturer narrative:
(B)(4). The jetstream was discarded at the site and was not available for investigation. Quality assurance product analysis reviewed the info provided by the site and confirmed the reported problem of the device having a guidewire sticking issue due to a kink in the guidewire. The guidewire used is not listed in the jetstream system IFU as a compatible device.